Event description:
It was reported by customer that when the package opened, it was noted like there was brown dirt in the kit near the trocar, sterility of medical device. The possible contamination was noted immediately and physician questioned sterility of the pleurx kit and therefore opened another kit. There was no reported patient injury as it was not placed in patient as the sterility of the product was questioned. The physician opened another pleurx kit.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to patient use and upon opening a pleurx pleural mini catheter kit latex package, the customer observed what appeared to be brown dirt inside the kit, located near the trocar. The physician chose not to proceed with the use of the kit and opted to use a new pleurx kit instead.

Manufacturer narrative:
H11: manufacturing review: the lot number for the device was provided. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. There was no damage or deviations report as a result of the sterilization review. Based on the available information we are not able to identify a root cause of the failure. Awareness training was performed with the assembly team. Investigation summary: one opened tray was provided to our quality team for investigation. Upon visual inspection, corrugate debris was observed inside the tray, therefore confirming the reported issue. However, the source of the debris could not be determined. B5(describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), annex g (component code) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.